Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the provided image performed. Item and lot number confirmed as correct. Image clearly shows the device has fractured into two separate pieces. The features of the fracture surface visually align with a zrm in which an overload fracture failure mode was identified. As the physical product was not returned, further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured during final impaction of the femoral component. No adverse events were reported as a result of this malfunction.